Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the front and back plate of the patient's controller were splitting apart and patient had to rubber band the controller to keep it together. Manufacturer representative (rep) said this started a few months ago. An email was sent to the repair department to replace the controller. The patient also reported that their therapy was turning off unexpectedly, but representative confirmed this was not related to the controller issue. When asked more about this issue, the caller didn't think there was any troubleshooting to do about this issue.